Event description:
During review of programming history, it was noted that an interrupted system diagnostic test occurred that caused an unintended change in device settings that programmed off the device. The device was re-programmed following the interrupted system diagnostics test, but it is unclear whether the device intentionally remained programmed off. No adverse events have been reported as a result of this.

Manufacturer narrative:
Review of the available programming and diagnostic history.